Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a tricuspid valvuloplasty on (B)(6) 2019 and suture was used. During the procedure, one needle of the double-armed suture was detached from the suture during continuous suturing on the valve. The dropped needle was found in the thoracic cavity. After that, the other side of the needle was detached from the suture during suturing. The needle was removed by visual inspection during the procedure. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/10/2019. A manufacturing record evaluation was performed for the finished device lch705, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Ten unopened samples were returned for analysis. During the visual inspection of ten unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were as expected; also, the tip and body of the needles were examined no defects or needle breakage were observed. The sutures were dispensed without problems and examined along of the strand and no defect were observed. Also, the samples were tested by resistance test to needle and the needles met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance breakage needle were found on the sample.